Event description:
A pt with an automatic implantabale cardioverter defibrillator (aicd) received inappropriate shocks. The dr. Performed an invasive procedure to evaluate the system and noted thaat the two rate sensing leaads apapeared to have some "white matter" inside of them; howeveeer the lead measurements were appropriate. The dr. Elected to replace both the aicd and leads. The two leads previously implanted were capped and remain implanted.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.